Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 96 atrial tachycardia episodes stored, the device was programmed to atrial fibrillation (af) only.

Event description:
It was reported that there are several atrial tachycardia episodes listed on the last remote transmission, but no atrial fibrillation (af) episodes when the device is programmed to af only. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).